Manufacturer narrative:
The malfunctioning product was sent to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC dressing not intact .dressing to be changed and pump alarming occluded. PICC leaking at hub. PICC discontinued.

Manufacturer narrative:
This complaint is not confirmed. The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The following is the report of their investigation. Microscopic examination of the faulty sample showed a hole at the junction of catheter to wing which led to the leakage. A rough surface was visible at the opened area which is typical for a breakage. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. The customer used chlorhexidine which could weaken the catheter. As a growing number of customers disregarded the warning concerning the use of organic solvents with this catheter in the product's IFU, a special warning leaflet is inserted into each packaging and a warning hint is printed on the outside of each blister packaging (see CAPA (B)(4) for details). The lot history record review showed that the tensile test (catheter tube/wing) of the involved catheter batch was within the specification (minimum of 3 n). Also, as the catheter worked well for 15 days and each catheter is leak and flow tested before packaging a production fault could be excluded. Corrective/preventative action: beside CAPA (B)(4) no further corrective action initiated by quality management.

Event description:
PICC dressing not intact. Dressing to be changed and pump alarming occluded. PICC leaking at hub. PICC discontinued.